Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.3, h.6 and h.10. Corrected information is provided in b.3 and b.6. Investigation: the following investigations were performed on the filters returned. Unit ID: (B)(6) the filter was rinsed with normal saline. The normal saline slowly flowed through the filter at a flow rate of about 7.5 ml/min. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We did not see any abnormalities such as peeled or misaligned membranes and it was confirmed that the number of filter media and the direction of the filter media facing front and back conformed to the specifications. An airtightness test (leak test) was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. We dyed the filter media with toluidine blue for observation. We noticed that the first and second filter membranes from the inflow side of the filter were dyed darker. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, specifications have been set to control particulate removal rates and cationization levels of each filter membrane. The specifications of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the specifications are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no abnormalities were observed in any processes, and the product was manufactured as per usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the specifications. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. Root cause: as mentioned above, abnormalities were not observed in the state of manufacturing of the lot number concerned, and it was manufactured as per usual. Regarding the filters returned, the filter media in the filters were dyed darker; therefore, occlusion caused by aggregation of blood components may have occurred. When the filter media are occluded, blood may be filtered by the filter area which was smaller than usual, and it causes to apply pressure to the filter media and consequently leukocyte leakage possibly occurs. Leukoreduction failures are commonly caused by the following factors: analysis affected by blood properties of donors the following blood properties or blood conditions on blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. Spurious counts and spurious results on wbc counts (spurious increase) platelet aggregates / large platelets nucleated red blood cells rbc resistant to lysis immunoglobulin lipids microorganisms / bacterial aggregates zandecki m, genevieve f, gerard j, godon a. Spurious counts and spurious results on haematology analyzers: a review. Part ii: white blood cells, red blood cells, hemoglobin, red cell indices and reticulocytes. International journal of laboratory hematology. 2007, 29, 2141, table 1. Where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and clamp the blood filled tubing before blood enters the filter.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #:(B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.